Event description:
The consumer alleges the "plastic piece buckled" on the shower chair causing the legs to collapse. The consumer fell, hitting their back on the toilet and was taken to the emergency room. A ruptured disc was reported by the user's family member but has not been confirmed.